Event description:
The customer reported, system was not x-raying and had a faulty ipc 1000. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the image processor ipc 1000. The system operates as intended.